Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system was tested with imaging system and the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation device being used for a spinal fusion procedure. It was reported that site had a 5 mm inaccuracy after a 3d spin. The surgeon opted to abort navigation as a result of the reported issue. There was no known impact to patient. There was no reported delay to the procedure due to this issue.